Manufacturer narrative:
This device was returned for service and met manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the power module device was heating up excessively however the power module read and checked that no fault was identified. During service and repair testing, it was observed that the device passed all specifications and no failures were identified. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.